Manufacturer narrative:
The tech reattached the ground wire in the power cord, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device has a loss of ground, due to ground wire being disconnected at power cord plug.